Manufacturer narrative:
(B)(4). Physio-control advised the customer that there is no service repair available or repair parts for their device. Physio recommended that the customer remove the device from service and a replacement device be obtained. The device has not been returned to physio-control for an evaluation. The customer reported that they use third party brand electrodes with an adapter. The electrodes were not returned to physio-control for an evaluation. The cause of the reported event could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, their device would not detect that a patient was connected. The device gave a "connect electrodes" message even though the patient was connected to the device. Medical personnel checked connection to the device and patient and then the device was able to recognize the patient was connected. They were able to continue care to the patient and deliver a shock. There was no adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer in order to obtain additional information about the patient, however, the customer advised that no further details are available.